Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances on the perc leads. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. The explanted leads will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: (B)(4).